Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use, physician completed the transseptal puncture and aspirated the dilator as is protocol and there was no blood return, only air. The physician agreed that it was needed to switch out for a new sheath, thus a new faradrive sheath was exchanged and the procedure was completed with no issues. No patient complications were reported.